Event description:
It was reported that during the atrial fibrillation ablation with pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician had gained transseptal access using a competitor's sheath and exchanged sheaths for the faradrive but could not get the faradrive across into the left atrium. The physician ended up not moving forward with farapulse and proceeded with radio frequency ablation. The troubleshooting steps included trying to go in with just the dilator to help open up the transseptal site and were able to get the dilator across. The physician floss the dilator back and forth to dilate the transseptal site to open it up. Then the physician tried to cross septum again with faradrive, yet no improvement. The physician ended up using a competitor's sheath and had to use radio frequency to finish the procedure. No patient complications have been reported. The product is expected to be returned.it was further informed via gfe dated 09jun2025: the fossa looked thick prior ablations. The physician used excessive force to get the sheath across but was still unsuccessful. There were no image difficulties. The patient had prior ablations in the left atrium which caused the fossa to have a lot of scars making it difficult to go across. The septum puncture was located on the mid anterior stick on the septum. No other issue has been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.